Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant DHR review was completed. Part: 03.010.063, lot: 1559678. Manufacturing site: (B)(4). Release to warehouse date: 28. Sep. 2006. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation site: (B)(4). Selected flow: 3. Damaged: visual / deformed as deformation is the cause of the malfunction. Visual inspection: the forefront of the protection sleeve is on one side of the bore flattened and deformed. The device is in a used condition whit stress marks at the shaft and strong dents on the top. Dimensional inspection: checked dimensions with caliper per drawing: bore diameter forefront intact part: specification 8.1mm 0/+0.05 / measured: 8.12mm = pass. Bore diameter forefront deformed part: specification 8.1mm 0/+0.05 / measured: 7.96mm = damaged. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Summary: the complaint is confirmed because due to the deformation at the forefront is the diameter at this point out of specification, which does lead to the complained malfunction. Due to the age and the used condition of the protection sleeve a manufacturing related issue can be excluded. The deformation occurred post-manufacturing, possibly by a hit with another instrument or a drop to the ground. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the 6.0mm screw used with a larger diameter lateral femoral nail (lfn) did not fit down the 12.0mm//.0mm protection sleeve. The screw was tested with another sleeve and passed through with no issues. An investigation of the returned device revealed a diameter deformation, resulting in the device being out of specification. Concomitant devices reported: 6.0mm screw (part number unknown, lot number unknown, quantity 1), lateral femoral nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) 12.0mm/8.0mm protection sleeve. This is report 1 of 1 for (B)(4).